Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed with tandem technical support and no issues were identified. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was 184 mg/dl at the time of event.